Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the physician bent the electrode to get a better angle and then tip broke off. A piece or part fell into patient cavity but it was fully retrieved. No additional medical procedure was needed to removed the piece from the patient. Another electrode was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received and a visual inspection was performed. The returned device did not meet specification as received. The electrode is made up of metal and its not designed to be angled or bent during use, hence this is considered as a customer error. Since the root cause was not manufacturing related, no corrective or preventative actions will be taken at this time. Risk documentation was reviewed, and the occurrence of complaints related to tip issues remains within the acceptable risk for this product; therefore, no further regulatory reporting is required. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the physician bent the electrode to get a better angle and then tip broke off. A piece or part fell into patient cavity but it was fully retrieved. No additional medical procedure was needed to removed the piece from the patient. Another electrode and bovie pencil was used to complete the case. There was no patient injury.